Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was frozen. A technical support specialist (tss) remotely accessed the system, reviewed the application, and performed a system reboot to address the issue. The tss observed that the application functioned normally after the restart and confirmed that the issue was resolved. The tss advised the customer to reach out if the problem recurred and noted that system updates had been completed. The tss also verified that drawers could be opened and refill activities could proceed successfully. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, the medbank application froze every time the user attempted to refill medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.